Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that when the subject balloon was inserted into guide catheter, severe resistance was encountered and it was found that the balloon catheter tip was broken. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
Additional information provided by complaint intake cente ((B)(6)) indicated that the event associated with the transform device had previously been reported on 12/13/2017. Please refer to MFR. Report # 3008881809-2018-00021 capturing the duplicate event detailed. Based on this information, no final report is required under MFR. Report # 3008881809-2018-00042 as the complaint handling process and conclusion for this event were addressed under MFR. Report # 3008881809-2018-00021.

Event description:
It was reported that when the subject balloon was inserted into guide catheter, severe resistance was encountered and it was found that the balloon catheter tip was broken. There were no reported clinical consequences to the patient due to this event.